Event description:
It was reported that the lead was being plugged into the 0-7 connector block and it would not go in all the way. It was noted that ¿all tested well¿ with the implantable neurostimulator (ins). The screw was ¿backed off¿ and it still would not insert. The other ¿tail¿ of the lead was tried with the same result. It was noted that the extension could not be inserted into the header block. A different ins was used with no issues. Additional information was requested but was not available at the date of this report.

Event description:
Additional information received reported that the patient was doing fine and was not even aware of the issue.

Manufacturer narrative:
Final analysis of the implantable neurostimulator revealed that the connector port had a lead or extension insertion anomaly and a deformed balseal spring. The leg of a model 39565 lead would not pass through the #2 balseal in the 0-7 port. There was no difficulty inserting the lead into the #8-15 connector port.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.